Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms this complaint from a literature review reported that a patient presented a screw cut-out and underwent a conversion to total hip replacement. Individual medical documentation was not provided. Without supporting clinical/medical documentation, a thorough investigation could not be performed and the patient impact beyond the reported revision/conversion could not be determined. Should relevant clinical documentation become available, this complaint may be re-evaluated. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed.

Event description:
In a scientific publication, zhang zhu 2017, "intertan nail versus proximal femoral nail antirotation-asia for intertrochanteric femur fractures in elderly patients with primary osteoporosis" it was reported that the patient presented a screw cut-out and underwent a conversion to total hip replacement.